Event description:
Pt reported obtaining a blood glucose result of 480 mg/dl, on the suspect device. Within 5 minutes, pt's blood glucose was reportedly retested, on endocrinologist's device, with a result of 190 mg/dl. Pt noted that, based on physician's meter result, insulin was adjusted. No pt injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.